Event description:
A surgeon reports that a patient with bilateral intraocular lens implants is complaining of extreme glare only in the right eye. The patient's visual acuity is excellent (20/20 and j1 uncorrected), but she is not happy with the glare symptoms. Follow-up with the surgeon revealed that the patient did not come in for her scheduled appointment and he is not sure what he will be able to do for her symptoms. At this point, no further action is possible without further discussion with and examination of the patient.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been other complaints received for this lot number.